Event description:
The doctor indicated that the abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, it was found that this screw had been fractured and debris was seen in the threaded portion of the screw. No lot or order number provided. No technical root cause can be determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.